Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2023, the subject was referred for cardiac catheterization. The first target lesion was located in the distal left circumflex artery (lcx) with 90% stenosis and was 14 mm long, with a reference vessel diameter of 2.50 mm. The first target lesion was treated with pre-dilatation and placement of 2.50 mm x 16 mm synergy stent system. The residual stenosis was noted to be 0%. Post-dilatation was not performed. The second target lesion was located in the proximal left anterior descending artery (lad) extending up to mid lad with 90% stenosis and was 30 mm long, with a reference vessel diameter of 2.75 mm. The second target lesion was treated with pre-dilatation and placement of 2.75 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. It was noted that the subject was also implanted with an additional drug eluting stent. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2025, the subject died. At the time of the event the subject was on aspirin and clopidogrel. No action was taken to treat the event, and the primary cause of death is unknown. It is also unknown if an autopsy was performed.